Manufacturer narrative:
The cobas e 602 module serial number is (B)(6).

Event description:
The initial reporter received questionably high elecsys troponin t hs stat results from multiple patient samples tested on the cobas e 602 module. Three patient samples with discrepant results were provided: patient sample 1: the initial result was 30 pg/ml. The repeat result was 7 pg/ml. Patient sample 2: the initial result was 27 pg/ml. The repeat result was 17 pg/ml. Patient sample 3: the initial result was 23 pg/ml. The repeat result was 18 pg/ml.